Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited oversensing and pacing inhibition for greater than 2 seconds of asystole. As a result the lead was surgically abandoned and successfully replaced.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.